Event description:
A positive advia centaur (B)(6) result was obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The pt was redrawn and the sample was tested. The results were similar and confirmed with the confirmatory assay. The pt has not had elevated liver enzymes since 2008. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further evaluation of the device is required.